Event description:
An orthopedic surgeon implanted a pro spine c cervical disc implant into my cervical spine incorrectly. Another dr reviewed my records, films, flexion/ extension and has advised that required revision surgery is medically necessary because dr(first) implanted the device too far ventral causing facet joint problems, nerve damage to my c6 nerve with permanent disability to my teres minor muscle, my shoulder with quadrilateral space syndrome. This is life threatening surgery even in second dr's hands. I have reported my case to another country's co. In addition, my disc after 18 months has no segmental motion and has failed. The surgeons are not qualified in the fluoroscope and the proper placements of these discs. This disc does not support the trials. My motion was lost within 18 months. I am asking that this disc be removed from the market because it does not perform the required tests and revisions are life threatening but, drs fail to advise patients on failures and revisions if required. This must be a requirement. I will die as a result of my implant because of the hype from drs who have a financial interest that also perform the clinical trials. This must not be allowed in the u.s. Or internationally. Full disclosure of all financial interests by drs, their addresses, their institutions must be disclosed fully to all patients considering surgery or treatment. No dr must be allowed to do clinical trial if he contributed or his office or any entity attached to him or his family , friends to the clinical outcomes of these implants and must be forbidden. I will have the disc removed and will never get another disc. I am finished with this program. The hospital in other country must be held accountable through your international resources. The pro disc c is a failure and loose segmental motion in less than 2 years.